Event description:
Patient underwent an ercp for biliary stent replacement. During the procedure, the guide wires tangled in the biliary duct and were unable to be removed. The physician elected to cut off the wires and leave them in place. The needle knife used to trim the wires broke and the lever was retained in the patient. (B)(6).